Manufacturer narrative:
Steris' customer care representative advised the complainant to use protective eyewear and sent the complainant the safety data sheet for revital-ox resert. Steris made multiple follow-up attempts to obtain additional event information including if the complainant sought or received medical treatment however, the user facility would not respond. The safety data sheet states, "personal protective equipment-avoid all unnecessary exposure. Personal protective equipment should be selected based upon the conditions under which this product is handled or used. Protective clothing. Gloves. Protective goggles." The safety data sheet also states, "eye protection- wear chemical goggles or safety glasses."

Event description:
The complainant contacted steris as they were using revital-ox resert without wearing the proper protective eyewear and inquired about any long-term effects.